Event description:
Reportedly, the stapler was fired across the stomach, the knife blade cut the tissue but the staples did not penetrate and close the tissue. Surgeon converted from lap to open procedure. A new instrument was used. Patient status fine.